Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the ratchet was not functioning. Technician reassembled the ratchet and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the dermacarriers ii skin graft carrier do not glide through the meshgraft while expanding tissue. There was no patient involvement, no harm, no delay, and no medical intervention. No adverse events were reported as a result of this malfunction.